Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple error messages occurred. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no reported impact to the customer's blood glucose level.